Event description:
It was reported that: "the arthroplasty was revised due to infection. The tibial insert was revised. The components were implanted in situ for 0.07y. The patient presented with a (B)(6) score of 2, three months prior to revision surgery and a maximum score of 4." Information provided indicated that reported devices were implanted in 2009 and explanted in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. The following other devices were listed in this report: triathlon prim tib baseplate - cemented, cat# 5520-b-300; lot xbwo. Triathlon ps fem component, cemented, cat# 5515-f-402, lot xduf. Patellar component, cat# unk; lot snlb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.